Manufacturer narrative:
Visual inspection of the sutures was observed to be wrapped over the suture holders of the handle. The anchor is mounted on the inserter shaft however, only approximately three threads of the proximal end of the anchor remain. The inner core of the anchor is still intact and retains the suture. The anchor threads appear to have been stripped away due to torsional force, as the site of the material loss demonstrated elastic deformation. Due to the condition of the returned device a dimensional evaluation could not be performed. The device was functionally tested and deployed without issue. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that an anchor broke while deploying. The broken piece was removed completely. A backup device was used to complete the procedure. There were no reported patient injuries. No other complications were noted.